Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the filaments of suture loose and bulge together when surgeon pull to on making the first bite. Additional information has been requested.